Event description:
It was reported that on (B)(6) 2013, the patient was "hit" right below the implantable neurostimulator (ins). When the patient got home he could "barely lift his right leg". It was stated that the patient's pain was a "12 out of 10" so his wife took him to the emergency room (ER) and he got two pain shots and a muscle relaxer. The patient saw the health care provider (hcp) on the day of the report. The patient was not able to feel stimulation and he was unsure if stimulation was in the correct location or not. It was noted that the pain around the ins was "bad" and he want the pain to stop. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID: 39565-65 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).